Event description:
Facility reported that "pt receiving hemodialysis in-center. At end of treatment, staff unable to remove av fistula needle from av graft left upper arm. Fistula needle safety device did not fully retract needle into tubing. Resistance when attempted to pull back on needle tubing assembly for removal. Bleeding at venipuncture site, manual pressure applied to control hemostasis. Pt transported to emergency department nearest hospital with needle in place, transferred to another hospital for admission. Use of ethyl chloride spray as an anesthetic topically prior to venipuncture." Dated 11 aug' 09, based on the results of jmsna's clinical affairs investigation, the complaint is "difficult to retract needle from pt's graft. There were some issues with the pt's graft prior to this incident. This occurred after the treatment had been completed for 4 hours and 15 minutes. According to the nurse, there were no issues during the treatment time.

Manufacturer narrative:
The facility staff cannot verify the lot number specifically, but believes it is either 090130531 or 080113521. Lot#: 080113521. Expiration date: 01/12/2013. Approximate age of device: approx 18 months. Device manufacture date: 01/2008. Based on the results of jmsna's clinical affairs investigation, the pt had a very old graft which the facility staff explained was previously scheduled to be revised prior to this incident. There is a possibility that the issues with the pt's graft might have contributed to the event.